Event description:
The customer reported the system displayed generator error messages. It instructed the customer to power down, wait five seconds, and the high voltage generator error appeared when they rebooted. The customer then rebooted again and it came up fine.

Manufacturer narrative:
(B) (4). The ge service rep could not replicate the problem although the unit continued to fluoro after the hlf button released both hand and foot switches. There was a possible x-ray controller problem. This unit will need a sundance kit in order to upgrade to gib. He ordered the sundance and associated boards for delivery. The rep installed the sundance upgrade, but the unit didn't fluoro after much troubleshooting. He found a new gib board was defective. He installed the old x-ray controller unit and it now fluoros, but the hlf fluoro was not working normally. The unit continued to fluoro when the button was released. The rep installed a new gib and the unit began to fluoro. The system operates as intended.